Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4). Initial reporter's phone number: (B)(6).

Event description:
A physician reported deflation of an unknown mentor saline prosthesis post procedure. The patient¿s information is unknown. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Should any additional information be obtained, it will be assessed and provided in a supplemental report.

Manufacturer narrative:
On 03/28/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2018, mentor received the following additional information about the event: patient identifier is (B)(6). Patient¿s date of birth is (B)(6) 1985. Patient underwent a primary breast augmentation. Suspect medical device is a mentor smooth round moderate profile 275cc saline breast prosthesis, catalog #3501640, lot #7476067, serial #(B)(4). Suspect medical device is the right breast prosthesis. Concomitant product is a mentor smooth round moderate profile 275cc saline breast prosthesis, cat. #3501640, serial #(B)(4). Suspect medical device was explanted on (B)(6) 2018. PMA number of suspect medical device is p990075. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) for the lot number 7476067 was reviewed on 5/11/2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. The failure analysis lab completed the investigation of the returned device on 4/23/2018. However, this device evaluation was erroneously omitted from the supplemental report submitted on 4/25/2018. Mentor became aware of this omission on 5/29/2018, and is using this as the alert date for this information. Device evaluation summary: upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered three rents. The three rents measured approximately 0.1cm each, and are all located on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to the root cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).